Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Therefore, it is not considered to be a problem in product specifications. The osferion bone void filler package insert states in the following section: adverse events: fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent periarticular knee osteotomy with a bone plate, bone screws and this product (bone void filler). Pigmentation was observed after surgery. Irrigation (of this wound) and secondary suture were performed, and this bone plate and screws were removed.